Event description:
The product was returned for investigation. The product was approx. 4 years and 6 months old when the incident occurred. An investigation was done to look into the customers complaint. The inspector found that the product had a burn cut on the cord near the strain relief. This was the source of the issue and was caused by the customer wrapping the cord under the switch during use. The pad also showed other signs of misuse. The investigator also observed that the pad was bunched, stained, had bent leads, and had bent discolored thermostats this is observed when the pad is folded/ laid on during use. Furthermore, the customer admitted to laying on the pad. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".

Event description:
Customer stated, ""a few days before the fire, the pad didn't want to heat right. Then she tried using the pad again and it started heating up. Then she heard a pop and saw flames." The event lasted a few seconds. The product has not been returned for investigation. Customer did not claim any injury. The customer admitted that she sometimes laid on the pad. That is a misuse. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Based on feedback analysis and trending, bce has not found it to be a recurring issue in this lot.